Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10, h2; h3; h6. Complaint sample was evaluated and the reported event was confirmed. Visual review of the drill bit confirms it has fractured. All pieces were returned. Cutting edges on tip and drill shaft are dull and gouged from use. No other damage was noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was in the operating room suite undergoing a total hip arthroplasty, surgeon was using drill bit when drill bit broke into two pieces with the end embedded into the patient¿s bone. Surgeon was able to remove end of drill bit from patients bone without any adverse effect to patient. Surgery continues and completed successfully. X-ray confirmed no retained material. Attempts have been made and additional information on the reported event is unavailable at this time.